Manufacturer narrative:
This supplemental is being submitted to correct the third party manufacturing site which was submitted incorrectly in the initial MDR on march 07, 2017. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No product malfunction was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process.

Event description:
Complaint received from a nurse practitioner reporting that on an unknown date, a patient "was injured and required surgical intervention" after use of the device. No further details were available. Multiple attempts at follow up were unsuccessful.